Event description:
Patient was on a ventillator. The patient's airway was humidified with breathing circuit and a conchatherm IV heated humidifer. A health care professional at the hospital did not puncture the water bottle that delivers water into the heated humidifier column. The patient developed a mucous plug and expired.